Event description:
Customer called in stating her eq orbit toothbrush the plastic would fall off. Confirmed with her that the rubber bristles started falling out while in use. She used the brush for a month to month and a half before it started happening.